Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. Patient underwent the revision surgery for capsular release, and there was no alleged device deficiency. Further follow up confirmed that the device did not contribute to this event. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient under went a revision surgery on (B)(6) of 2018 for capsular release after original surgery on (B)(6) of 2017 involving 2 biowick surelock devices. It was later confirmed by the health care provided that the device did not contribute to this event.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. Patient underwent the revision surgery for capsular release, and there was no alleged device deficiency. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remain implanted.

Event description:
It was reported that a patient under went a revision surgery on (B)(6) 2018 for capsular release after original surgery on (B)(6) 2017 involving 2 biowick surelock devices.